Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was in for a routine follow up and it was noted that the stent graft has migrated 3 cm with aneurysm sac enlargement and there was a possible slight type I endoleak. The left common iliac is elongated 3 cm, which will require intervention with a cuff. The migration is due to disease progression. The patient will be monitored by the physician. No additional clinical sequelae were reported. Review of returned films post-implant show that the ipsilateral limb was placed in the right iliac; the contralateral limb crossed over the ipsilateral limb and landed in the left iliac. The proximal neck was angulated 90deg a-p and 50deg l-r, and the diameter was 31 x 47mm just below the lowest right renal. The bifurcated device was in the sac; approximately 4cm below the renals. There was a likely proximal type I endoleak, but unknown if contained by thrombus and if pressurizing the 7.5cm aaa. Earlier follow-up films were not provided. It appears that the migration was due to disease progression; neck dilatation and angulation.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression, neck dilatation and angulation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).